Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection of sample that broke at the suture attachment of the needle end was performed. The needle fractured due to tensile overload. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point." Conclusion: representative samples were returned for evaluation. Visual and functional inspections were performed and the samples met the requirements.

Event description:
It was reported that the patient underwent open heart surgery on (B)(6) 2015 and suture was used. The central venous catheter was inserted and while securing the cvc, the needle broke. The needle was retrievable under the level of the skin. The surgeon explored the cvc insertion site for the needle once the patient was draped for the procedure. This resulted in a larger incision in the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.